Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00455-1 / 00642).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to alleged metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reported that during the revision procedure on (B)(6) 2014 the head and cup were removed, and a head, taper adaptor, liner and cup were implanted. Operative notes received reported metallosis with reactive synovitis, the removal of synovitis tissue, the presence of fluid, the removal of a loose defect in the acetabular rim and erosion that was cleaned off the taper.